Event description:
The doctor reported separating a file in the patient's tooth during a dental procedure. Retrieval of the file was unsuccessful. The patient was referred to an endodontist for further treatment.